Event description:
The customer stated that she was hospitalized due to chest pains, dehydration, and diabetic ketoacidosis. The customer's blood glucose reading was 476 mg/dl. The customer was later diagnosed with gallstones and had her gallbladder removed. The customer stated that she was given some medications for a lung problem, which caused her to experience low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.